Event description:
It was reported that when inspecting the smartablate® irrigation tubing, the medical team found "debris" inside. They were unable to clear the debris while flushing the tubing. They also collected some of the debris inside and took pictures of the debris removed. The material moved inside the tubing. Also, there was physical debris on the outside of the tubing, inside the sterile packaging. There was no patient involved in this event.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).